Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system had therapy delivered during a ventricular fibrillation (vf) event. The health care professional (hcp) requested review of the stored episode. Technical services (ts) reviewed and found that eight shock therapies were delivered in which therapy was exhausted and the vf continued. During the delivery of therapy, the shock lead impedance (sli) measurements measured greater than 125 ohms in which a code 1005 was recorded, due to high out of range shock lead impedance measurements associated with an open circuit condition. Review of lead trends shows that sli have been gradually rising over time. The data confirms the device delivered therapy however, the therapy was unsuccessful. Subsequently, the patient was reported deceased.